Event description:
Case description: patient used novopen 4 with no issues before. The patient stated that he was using the pen for 1 week and has previously used the novopen 4 with no issues. Investigation results: name: novopen echo; batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the following was updated: manufacturing comment updated. Investigation result updated as "no investigation was possible". Narrative updated accordingly. Manufacturer comment: 21-sep-2017 : as novopen echo has not been returned to novo nordisk (B)(4) for investigation and only very limited information regarding the handling of suspected novopen echo is available, it is not possible to identify a clear root-cause of the experienced adverse events and thus find similar incidents to the one reported in (B)(4). Events reported in this case are listed for novorapid (insulin aspart). Evaluation summary name: novopen echo; batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Ketoacidosis [ketoacidosis]. He is not sure the pen is working properly and believes it is giving an incorrect amount of insulin [device malfunction]. He is not sure the pen is working properly and believes it is giving an incorrect amount of insulin [incorrect dose administered by device]. Case description: this serious spontaneous case from the united kingdom was reported by a consumer as "ketoacidosis" with an unspecified onset date, "he is not sure the pen is working properly and believes it is giving an incorrect amount of insulin" with an unspecified onset date, and concerned a male patient (age not reported) who was treated with novopen echo (insulin delivery device) from unknown start date as "device therapy" and novorapid penfill (insulin aspart) from an unknown start date for an unknown indication, unknown dose, frequency and route used. Patient's height, weight and body mass index (bmi) were not reported. Medical history was not provided. The patient reported that he was using blue novopen echo to administer novorapid and he was not sure the pen was working properly and believed it was giving an incorrect amount of insulin. On an unknown date, the patient experienced ketoacidosis and was hospitalized. The patient stated that he was using the pen for 1 week and he previously used the novopen 4 with no issues. The patient stated he was injecting insulin according to the amount of carbohydrate he was taking. The patient was dialing the amount of insulin that he needs but the pen was not recording the amount of insulin he had dialed. Action taken to novopen echo was not reported. Action taken to novorapid penfill was not reported. The outcome for the event "ketoacidosis" was reported as unknown. The outcome for the event "he is not sure the pen is working properly and believes it is giving an incorrect amount of insulin" was reported as unknown. The outcome for the event "he is not sure the pen is working properly and believes it is giving an incorrect amount of insulin" was reported as unknown.